Manufacturer narrative:
.

Event description:
It was reported that the insulin gauge was inaccurate. Customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level was 156 mg/dl.